Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated his sister went to check on him because he was not awake yet and found him unresponsive in bed at approximately 7:00am on (B)(6) 2018. It was indicated that the cgm was reading 45mg/dl and she called the paramedics. When they arrived, they checked the patient¿s bg and the meter was reading 15mg/dl. The paramedics administered the patient with intravenous (IV) therapy; however, they were unable to get the IV started and transported the patient to the emergency room (ER). The patient indicated they were treated with IV fluids and was given fruit juice and food. He was not admitted to the hospital and was released after a couple of hours. At the time of contact, the patient¿s condition was improved. No additional patient or event information is available. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.